Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had 3 sensors with missing electrode and 2 sensors got stuck in the serter and could not be inserted. Blood glucose value is unknown. Replacement sensors would be sent.